Event description:
The customer ran a blood glucose test on the contour next link. She received a reading of hi, and took insulin accordingly. She felt low and retested, getting a result of 43-66mg/dl. She ate something sweet. Customer does not store the strips in their original container. She was advised to return the test strips for investigation. New strips and meter were sent to her .